Event description:
It was reported that the patient presented for a device change-out. Prior to the procedure, it was noted that the left ventricular lead exhibited high capture threshold. The lead was explanted and replaced. There were no patient consequences.